Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient being transferred was rerouted to the trauma bay due to decompensation and the need for rapid sequence intubation. For post-intubation sedation, the patient was given a bolus dose of propofol 10mg IV x 1 and subsequently started on a propofol infusion at 5 mcg/kg/min using a weight of 55kg which equated to a rate of 1.7 ml/hour. Approximately 5 minutes after the infusion started, it was discovered that the propofol bottle was nearly empty. The infusion was stopped. The clinician indicated the patient received approximately 700mg of propofol within 5 minutes. Patient¿s blood pressure dropped from 203/76 mmhg at 14:24 to 74/44 mmhg at 14:34. The patient required two (2) bolus doses of epinephrine (20 mcg IV each). Patient was stabilized and went to neuro ir for his procedure and was transferred to the ICU. Patient passed away after being placed on comfort only measures. The clinician indicated the free flow event may have contributed to worsening the patient's stroke condition. Received a copy of the customer's medwatch report from FDA which states, ¿elderly male was started on a propofol infusion at 5 mcg/kg/min using a weight of 55kg. Approximately 5 minutes after the infusion started, it was discovered that the propofol bottle was nearly empty. We immediately stopped the infusion. At least 6 separate staff members confirmed that the pump was programmed correctly (including 5 members of the pharmacy department) - we confirmed the pump settings, and it was set to run at 1.7 ml/hr. The patient required 2 bolus doses of epinephrine (20mcg IV each) as his sbp dropped from nearly 200mmhg to 70's. It appears that there was a major pump malfunction that occurred".

Event description:
It was reported that a patient being transferred was rerouted to the trauma bay due to decompensation and the need for rapid sequence intubation. For post-intubation sedation, the patient was given a bolus dose of propofol 10mg IV x 1 and subsequently started on a propofol infusion at 5 mcg/kg/min using a weight of 55kg which equated to a rate of 1.7 ml/hour. Approximately 5 minutes after the infusion started, it was discovered that the propofol bottle was nearly empty. The infusion was stopped. The clinician indicated the patient received approximately 700mg of propofol within 5 minutes. Patient¿s blood pressure dropped from 203/76 mmhg at 14:24 to 74/44 mmhg at 14:34. The patient required two (2) bolus doses of epinephrine (20 mcg IV each). Patient was stabilized and went to neuro ir for his procedure and was transferred to the ICU. Patient passed away after being placed on comfort only measures. The clinician indicated the free flow event may have contributed to worsening the patient's stroke condition. Received a copy of the customer's medwatch report from FDA which states, ¿elderly male was started on a propofol infusion at 5 mcg/kg/min using a weight of 55kg. Approximately 5 minutes after the infusion started, it was discovered that the propofol bottle was nearly empty. We immediately stopped the infusion. At least 6 separate staff members confirmed that the pump was programmed correctly (including 5 members of the pharmacy department) - we confirmed the pump settings, and it was set to run at 1.7 ml/hr. The patient required 2 bolus doses of epinephrine (20mcg IV each) as his sbp dropped from nearly 200mmhg to 70's. It appears that there was a major pump malfunction that occurred".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g, f codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.